Event description:
During a coil embolization procedure, the deltaplush cerecyte microcoil 3 mm x 6 cm (B)(4) pushed the unknown catheter out of the aneurysm. Analysis of the returned device found that the coil was stretched at the proximal section. It was reported that no further information would be provided.

Manufacturer narrative:
Based on the analysis, the returned microcoil system was cleaned by the end user before being returned. The coil was returned unsheathed and unprotected inside the packaging. Upon opening the packaging, the proximal end of the coil containing the last secondary winding off the ball tip was found to be stretched. The remainder of the coil was undamaged. It cannot be determined if the post procedural cleaning, handling, and/or unprotected exposure of the coil inside the packaging for return shipment contributed to the coils damage. In addition, the microcatheter was not identified or returned. Therefore, it cannot be determined if the concomitant microcatheter contributed to or caused the coil damage. However, if the coil was damaged inside the microcatheter, then the evidence suggests that distal interference inside the microcatheter may have been the primary contributing factor to the root cause. For the proximal end of the coil to stretch inside the microcatheter, the coil would have to have been anchored. The proximal end of the coil was partly unraveled out of the soldered section. This required external force. If the coil was anchored during retraction, then the microcatheter may have moved away from the aneurysm. The source of this interference cannot be determined. Additionally, if there was resistance during the coils advancement, then this may have also been a secondary contributing factor to the microcatheters movement away from the aneurysm. The source of this possible resistance inside the microcatheter cannot be determined. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. It should also be noted that cleaning of the microcoil system by the end user before being returned may have destroyed any evidence. Based on the lack of procedural information, no conclusion can be made regarding the reported difficulty positioning the coil or the timing of the stretched condition of the returned coil as related to procedural use or the cause. However, based on the analysis the stretched coil appears to be related to exposure to external forces. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.